Manufacturer narrative:
Controller (B)(4) was not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis confirmed the reported electrical fault alarms, high watts and a vad stopped alarm occurring on (B)(6) 2016. The electrical fault alarms recorded indicated a phase in the connection to the front stator was open. According the details of the event, the electrical fault alarms were likely the result of an incorrect installation of the driveline (dl) rubber boot. The electrical fault alarms were not reproducible by manipulation of the driveline in the presence of the patient by a field engineer. Furthermore, the driveline connector was working as expected. Inspection did not reveal contamination in the driveline connector or driveline port. The most likely root cause of the reported electrical fault alarm can be attributed to a wrong installation of the driveline rubber boot according to the event description. However, this could not be confirmed as the unit was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient experienced multiple efaults at home on (B)(6) 2016. The husband tried initially to exchange the controller with the back-up controller, but was not able to disconnect the driveline from the controller due to anxiety. Patient came to hospital on (B)(6) 2016 to check the system. The manufacturer was informed on this day about the event and manufacturer representative was on site on the same day to inspect the system. It was stated that the external inspection showed an incorrect installation of the driveline (dl) rubber boot. E-fault was not reproducible by manipulation of the dl. Dl connector was working as expected. Internal inspection showed a totally clean insight of the dl connector and no contamination visible. During internal inspection patient started to lose consciousness. Internal inspection was short - 10 seconds pump off time. After discussion with the staff the wrong installation of the rubber boot was identified as the most likely source for the efaults. It was decided to remove the dl rubber boot and install it correctly. Another pump off of about 10sec was necessary to perform the action. Patient started again to feel dizzy, but did not lose consciousness this time. No additional information received.